Event description:
A healthcare professional alleged that the customer performed control tests prior to the call and received a result between 200-300 mg/dl. The caller was unable to provide the exact result. The normal control range was not provided, but should be around 104-144 mg/dl. No adverse events were alleged. The caller did not have the customer's products at the time of the call. No product will be returned.

Manufacturer narrative:
Product information could be obtained since the caller did not have the customer's products at the time of the call. It's not possible to determine the manufacture date or 510k number without the meter information.